Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis was scheduled for filter placement prior to an orthopedic surgery. The right internal jugular vein was accessed, a sheath was advanced, and a venogram demonstrated the left renal vein at the level of l2. The retrievable filter was advanced and deployed at the l2-l3 location in good position. The sheath was removed and the patient was hemodynamically stable at the conclusion of the procedure. Approximately two years seven months post filter deployment, chest x-ray performed for complaint of right low chest pain demonstrated a filter rotated forty degrees and located at the level of the right atrium which was unchanged in position from previous chest x-ray performed the same year as filter deployment. The radiologist reviewed a prior CT scan which demonstrated the filter at the junction of the hepatic veins and inferior vena cava. The vascular surgeon did not recommend retrieval of the filter since the device would not likely migrate further. The plan was to follow up in one year and confirm the position of the filter. Approximately four years one month post filter deployment, review of x-rays demonstrated no change in filter position and recommended following up the next year. Approximately five years one month post filter deployment, follow-up x-rays were reviewed and follow up was recommended the following year. Approximately six years one month post filter deployment, chest x-rays were reviewed demonstrated the filter to be unchanged in position at the thoracic abdominal border. The vascular surgeon stated the likelihood of the filter moving is small and recommended to follow up as needed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed at the l2-l3 level. Two years and seven months post filter deployment, x-ray demonstrated the filter to be rotated forty degrees and located at the level of the right atrium. Follow up imaging over a three year period showed no change in filter position. Based on the medical records, the investigation can be confirmed for migration of the filter in the cephalad direction. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - do not deploy the filter unless ivc has been properly measured. - if large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter. A small thrombus could be bypassed by the guidewire and introducer sheath. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: - do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the g2 filter. - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two years seven months post filter deployment, chest x-ray performed for complaint of chest pain demonstrated a filter at the level of the right atrium unchanged in position from previous chest x-ray performed the same year as filter deployment. The radiologist reviewed CT scan which demonstrated the filter at the junction of the hepatic veins and vena cava. The vascular surgeon did not recommend retrieval since the filter was unlikely to migrate further. Follow-up chest x-rays and office visits did not demonstrate a change in position. Approximately six years one month post filter deployment, the vascular surgeon recommended to follow-up only as needed. No additional information was provided in the medical records received.